Event description:
It was reported that a disposable heated wire circuit in use at the facility sparked and ignited the circuit, creating a small fire. The fire was quickly extinguished. The pt was not injured from the incident. An fio2 of 50% oxygen was being delivered to the pt through the circuit at the time of the incident. The circuit had been in use for 9 days. The hosp policy is to change the circuit every 14 days. Simulated use testing has been conducted, but has been unable to recreate a fire without purposely introducing artificially created defects inside the circuit and overriding heater safeguards. No evidence of hot spots or bunching of wires has been detected during the investigation. This is a preliminary report, the investigation is continuing.